Event description:
Reporter stated that a neonate's blood glucose was measured, on the performa system, with back-to-back results of 2.0 mmol/l and 2.2 mmol/l. The neonate's blood glucose was reportedly retested on a laboratory instrument with a result of 4.2 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.